Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown), but the device screen displayed lines and was flashing. In addition, the device displayed a "cannot dump" error message and a "status 42" message. The medics were able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.